Event description:
I used fixodent from 1980 to 2004, poli-grip from 2004 to 2006, and super poligrip from 2006 to the present. I began to notice some numbness and a lack of reflex action in my feet & knees. This progressed until I began to have trouble walking and maintaining my balance. I fell several times resulting in emergency medical treatment, I was diagnosed with severe neuropathy in 2008. My neuropathy is permanent and requires continued medical care treatment. The neuropathy prevents exercising my prior avocations - bicycle & motorcycle riding, hiking, and airplane piloting. In 2002, I was diagnosed with heart arrythmia and provided with a pacemaker. This require continuing medical monitoring and period replacement, a surgical procedure. The pacemaker precludes other prior avocations - running or strenuous exercise, airplane flight instructing, and scuba diving. Dose: denture cream. Frequency: once daily. Route: oral. Dates of use: poli-grip 2004-present. Fixodent 1980-2004. Diagnosis: denture adhesive cream. Event abated after use stopped: no.